Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0218041642, implanted (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration. While the manufacturer representative was following up with the hcp about another event, the hcp mentioned in their response on 2020-may-27 that the spinal part of the catheter was replaced on (B)(6) 2020 due to dislocation. The spinal segment was explanted at another hospital than the reporting hcp, and that hospital did not report the event to the manufacturer at that time and did not return the catheter. The cause of the catheter dislocation was reportedly not determined, and it was unknown when it was first identified. The patient experienced a loss of therapy effect (reportedly not described particularly) associated with the event. No further complications were reported or anticipated.